Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. (B)(6) g2 country: japan

Event description:
It was reported that during surgery, the tip valve was fractured during use. The fractured piece of the tip valve came floating up in the surgical wound, so the surgeon could remove it from the patient's body. There was no patient harm and there was a delay of 0-15 minutes in the procedure. Due diligence is complete and there is no additional information available.

Event description:
There was no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual inspection confirmed the end of the brush tip was broken off. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.